Event description:
No additional information provided at this time.

Manufacturer narrative:
Investigation ¿ investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Unknown if the reported pain, swelling, numbness, and occlusion impeding blood circulation are directly related to the filter and unable to identify a corresponding failure mode at this time. The following allegations have been investigated: inability to be retrieved, pain, swelling, numbness, and occlusion impeding blood circulation. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable, or unchanged.

Manufacturer narrative:
Patient code(s): patient code added for thrombosis was in addition to the previously submitted patient codes. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. Investigation reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. The following allegations have been investigated: occlusion. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per (B)(6) 2015- CT abdomen and pelvis with contrast. "Ivc filter is noted with partial thrombosis of the ivc and left common and external iliac veins with extensive stranding in the soft tissues of the left lower extremity. Linear radiopaque foreign body anterior to the ivc noted on image 234. Per (B)(6) 2017- abdominal x-ray. "Ivc filter." Per (B)(6) 2017- CT abdomen and pelvis with contrast. "The ivc is noted to demonstrate evidence of an ivc filter. There is significant retroperitoneal vascular collaterals in the pelvis and the lower abdomen. This is consistent with presence of chronic occlusion of the ivc and the iliac system bilaterally." Impression: "no acute findings. Evidence of occlusion of iliac venous system with ivc filter and retroperitoneal collaterals. Chronic l3-4 anterolisthesis. Hardware fusion noted. No acute abnormality." On (B)(6) 2018- ir injection venogram extremity right was performed. According to the procedure report, "contrast was injected and ivc gram revealed the chronic occlusion of the ivc to the level of the ivc filter. Using the catheter and a glidewire, the ivc was successfully recanalized, then the ivc and the left common and external iliac veins were angioplastied using a 6-100 mm balloon." On (B)(6) 2018- ir venography caval inferior was performed. According to the procedure report, "I started by performing and angioplasty of the ivc using a 12 to 60 mm balloon, then I introduced an intravascular ultrasound from the common femoral sheath into the ivc and the bilateral iliac veins and pullback ivus of the ivc and bilateral iliac veins obtained and saved in pacs. I then proceeded to stent in the ivc using an 18-60 mm wallstent in the stent was angioplastied using 16 and 18 mm balloons. All stents were dilated to 10 mm. Repeat intravascular ultrasound revealed good positioning of the stents, and the small filling defects in the ivc just above the ivc stent and filter however this was not occlusive to flow. I then performed bilateral iliac venograms and ivc gram which revealed good noninterrupted flow from the common femoral veins into the ivc."

Event description:
Patient allegedly received an implant on (B)(6) 2015 via the right common femoral vein due to pulmonary embolism. Patient alleges device unable to be retrieved. Patient further alleges swelling, pain caused by occlusion impeding blood circulation, numbness of legs resulting in frequent falls. Attempted filter retrievals performed on (B)(6) 2016 and (B)(6) 2018.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). G1) name and address for importer site: cook medical incorporated (cmi). 400 daniels way. Bloomington, in 47404. Registration no.: 3005580113. Blank fields on this form indicate the information is unknown or unavailable, or unchanged. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per a report from x-ray dated, (B)(6) 2017: "findings: there is an interval decrease in the caliber of the inferior vena cava confirmed by the shape of the ivc filter. Per a report from computed tomography, dated (B)(6) 2017: extensive collateralization is noted within the retroperitoneal space due to chronic appearing occlusion of the ivc below the renal veins. Ivc filter is noted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: stenosis. The reported allegations have been further investigated based on the information provided to date. The additional information regarding stenosis does not change the previous investigation results for occlusion impeding blood circulation. Catalog number and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect filter e3) occupation: non-healthcare professional g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2015". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.